Event description:
Male 32 years old, due to left upper abdominal distension and pain for 8 hours "june 4, human hospital admission diagnosis: 1. Acute exacerbation of chronic pancreatitis 2. Pancreatic cysts 3. Fatty liver 4 colonic diverticulum. At 02:02 on june 6th, the nurse on duty found that the patient's cannula was oozing at the puncture site, and after assessment, she needed to replace the new cannula with a new one to continue to give the patient growth inhibitor intravenous pumping treatment to continue pancreatitis and anti-inflammatory treatment to inhibit pancreatic secretion, and then (B)(6), the nurse on duty, chose the puncture site for the patient again and sterilized the skin, and then inspected the new cannula when it was in its outer packaging, but found that the outer packaging of the cannula was in good condition within the validity period. After checking the new indwelling needle, the outer package of the needle was well within the validity period, but it was found that the prn cannula and the yellow cone connector of the needle were not connected together and could not be used normally. Immediately replaced again with a new cannula to use, check the same batch of normal cannula for the patient normal infusion of fluids. This incident caused adverse harm to the patient in the form of fluid leakage delaying treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.